Event description:
The company was informed that the pt experienced an infection at the implant site that required hospitalization. Advanced bionics is in the process of gathering more info, once more info is obtained, a supplemental report will be submitted.